Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit passes op check; energy discharge 200j test gives 198j but analyzer gives a reading of approximately 160 ¿ 170j only on this defibrillator. There was no reported patient involvement.